Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that ems assisted him due to a blood glucose value in the 40 mg/dl range. The customer was on a modified diet that caused the hypoglycemia. Troubleshooting did not occur for the low blood glucose. The insulin pump was not returned for analysis.